Event description:
It was reported that t:slim x2 pump battery would not charge despite use of standard tandem charging cable and wall adapter, and pump did not recognize charging connection even after remaining plugged into a working outlet for 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter without success, and technical support arranged shipment of replacement tandem charging cable and wall adapter with two-day shipping and planned follow-up, while customer was instructed to rely on multiple daily injections if pump battery depleted before replacement supplies arrived.